Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external ram crc error and unexpected restart. Customer's blood glucose at time of incident was 145 mg/dl. Customer stated that they received 2 external ram crc error alarms and 2 unexpected restart alarms. The customer stated that has moisture inside the pump. The alarm was explained and possible causes to the customer. The customer stated a temp basal was not programmed before the alarm occurred. The customer was advised that we sending replacement pump.